Event description:
This report is being filed after the subsequent review of the following literature article, schroter, s. Et al (2015). Smoking and unstable hinge fractures cause delayed gap filling irrespective of early weight bearing after open wedge osteotomy. Arthroscopy: the journal of arthroscopic and related surgery, 31, 254-265. The purpose of this study was to examine osteotomy gap filling rate with new bone after open wedge high tibial osteotomy (hto) without bone graft and the effects of smoking, lateral hinge fracture and early full weight bearing. The authors conducted a prospective, single-center study of 47 men and 23 women (23 smokers and 47 non-smokers) with mean age 46 years who underwent open wedge htos with synthes¿ device, tomofix, between december 2008 and october 2010. Radiologic follow-up examinations took place post-operatively after six and 12 weeks and after six, 12 and 18 months. Results included: fracture of the lateral hinge in 27 patients. All study patients reached full consolidation at the final follow-up 18 months postoperatively. This is report 1 of 1 for (B)(4). This report is for an unknown tomofix construct.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Schroter, s. Et al (2015). Smoking and unstable hinge fractures cause delayed gap filling irrespective of early weight bearing after open wedge osteotomy. Arthroscopy: the journal of arthroscopic and related surgery, 31, 254-265. This report is for an unknown tomofix construct / unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.